Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were added/corrected: h6: type of investigation. The reason for the reported washout and revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were added/corrected: h6: type of investigation. The reason for the reported washout and revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 6 years and 26 days post the initial left reverse total shoulder arthroplasty, the patient was revised and washed out due to infection. A new poly was implanted after wash out. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6), 320-20-00 - eq reverse torque defining screw kit (b)(60, a10012 - gps implant kit v2 (B)(6), 531-20-00 - shldr gps rvrs drill kit (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0 (B)(6), 531-78-20 - shouldr gps hex pins kit (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6), 531-78-20 - shouldr gps hex pins kit (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.